Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The drive gas pressure switch was replaced to resolve the issue. No report of patient involvement. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. (B)(4).